Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the investigation is confirmed for the reported dislodgement issue. The stent was returned afixed to tied to the balloon with a string. It was dislocated by 2mm toward the distal tip. The investigation is inconclusive for the reported device incompatibility issue. An attempt was made to pass the device through a 7fr terumo radifocus introducer ii sheath during evaluation. The device passed through however the stent which was held in place by string, dislodged in the sheath when pushed through. The event description states that the lifestream was being used in the treatment of a renal aneurysm. This is off label use of the device. It is unknown if there were patient factors, or other procedural or handling techniques that contributed to the reported event. The definitive root cause for the reported dislodgement and device incompatibility issues could not be determined based upon available information. Labeling review: the IFU for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream was being used in t he treatment of a renal aneurysm. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries (section b indication for use pk1299800 rev 04). H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified in d2 and g5. H10: d4(expiry date: 12/2019).

Event description:
It was reported that during treatment of a renal aneurysm, the stent allegedly failed to advance through the 7 fr introducer sheath, causing the stent graft to dislodge from the balloon catheter. It was further reported that the procedure was concluded without using any additional devices. There was no reported patient contact.

Event description:
It was reported that during treatment of a renal aneurysm, the stent allegedly failed to advance through the 7 fr introducer sheath, causing the stent graft to dislodge from the balloon catheter. It was further reported that the procedure was concluded without using any additional devices. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is below the aql threshold. Investigation summary: the investigation is inconclusive for the reported dislodgement and device incompatibility issues. The device was not returned for evaluation. The event description states that the lifestream was being used in t he treatment of a renal aneurysm. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. It is unknown if there were patient factors, or other procedural or handling techniques that contributed to the reported event. The definitive root cause for the reported dislodgement and device incompatibility issues could not be determined based upon available information. Labeling review: the IFU for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream was being used in t he treatment of a renal aneurysm. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified. (Expiry date: 12/2019).

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified in section has not been cleared in the u.s. But, it is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510k number and pro code for the lifestream balloon expandable vascular covered stent products are identified. (Expiry date: 12/2019).

Event description:
It was reported that during treatment of a renal aneurysm, the stent allegedly dislodged from the balloon while the delivery system was being advanced through the introducer sheath. It was further reported that the procedure was concluded without using any additional devices. There was no reported patient contact.